Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of black particles blowing out of device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously did not report the late submission justification which is updated as the complaint was reassessed and deemed reportable as per the reassessment.

Manufacturer narrative:
The manufacturer received new and relevant information on 12/14/2024. The device was returned to the service center for evaluation. During the evaluation of the device, the service center internally/ externally inspected the device and no faults had been observed. Additionally, the device was replaced. Section g3 and h6 have been updated in this follow up report.